Event description:
Rep did not enter patient date of birth correctly during patient device at implant. Failure to register a patient correctly into remote monitoring eliminates the provider's ability to monitor the patient's heart condition. Manufacturer response for cardiac pacemaker, azure pacemaker (per site reporter).